Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon didn¿t use a clip for securing the cystic duct, he always ties it. On applying a clip to the cystic artery it was evident that it was not occluding it. He removed the clip and reapplied it and another clip with the same result. The surgeon had to squeeze the clip with a petulum forceps and apply a second clip for added security. No unusual noises were heard or any additional force to fire was experienced. No patient consequences reported. Device has been discarded.